Event description:
Two areas of redness were noticed during surgery; one was approximately 4x2cm in size and the other was 1x1.5cm, directly under the split pad located on the medial inner aspect of the leg. Pads were manufactured by uno medical 9neurolect). Prior to discharge, the patient developed a blister, which burst. The patient did not go back to the hospital unitl mid april. Unit has been used withou issue after this incident.